Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitreoretinal surgery, the ophthalmic forceps would not close completely. The surgery was completed by using another forceps. There was no patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no further complaints associated with the given lot. The concerned instrument was not provided to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The concerned instrument was not provided to the investigation site. Therefore, the root cause for the customer complaint cannot be determined conclusively. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).